Manufacturer narrative:
B3: 01-jan-2024 was used for the event date as the exact date is unknown, but we know the year the complaint was submitted. F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect - clinical code : 1699 airway obstruction, 4599 upper respiratory tract injury health effect - impact code : 4608 intensive care, 4641 unexpected medical intervention medical device problem code : 3190 insufficient information component code : 4776 insufficient information _________ pentax medical pai performed four good faith efforts and obtained the following information: - there were the same reports for two endoscopes, but there was only one patient. Two endoscopes were used in one case, but it is unclear to what extent each endoscope was involved in the harm to the patient. Additional information pentax medical inspected the endoscope returned for repair and obtained the following results. Serial number: (B)(6). Deformed: air/water socket, customer complaint duplicate: customer complaint findings, dry leak test pass: scope leak test function, dst electrical safety test pass: scope electrical test function, plct electrical safety test pass: scope electrical test function, resistance electrical test pass: scope electrical test function, wet leak test pass: scope leak test function. Serial number: (B)(6). Cracked: lcb distal cover glass, deformed: air/water socket, resistance: operation channel (primary), kink: suction channel, customer complaint duplicate: customer complaint findings, dry leak test fail: scope leak test function, dst electrical safety test pass: scope electrical test function, plct electrical safety test pass: scope electrical test. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 2518897-2024-00057_ed34-i10t2_(B)(6)_tracheal edema and vocal cord damage.

Event description:
Pentax medical initially became aware of an event on 27-sep-2024 which was originally called in to customer service as a maintenance request for air/water port loose - keeps coming off involving pentax medical video duodenoscope model ed34-i10t2, serial number (B)(6). At the time, the complainant from this user facility stated that there was no harm to any patient. However, the next day a follow up email was submitted by the complainant stating that there was harm to a patient. The patient had to remain intubated and be flown to university of maryland hospital. They had tracheal edema and vocal cord damage. The duodenoscope was inserted into the trachea of intubated patient. Information for a second pentax medical video duodenoscope was provided during the follow up email. Model ed34-i10t2, serial number (B)(6). The following sterile distal end cap(dec) information was also provided although no allegation was made against the device: model, oe-a63, lot number 0021102. (Expiration date 9/30/2024). Although the complaint mentions a second duodenoscope that was inserted into the trachea of intubated patient, but an exact relationship to the adverse event has not yet been provided as we are awaiting the good faith effort response as of the time of assessment. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Event description:
Refer to h11.

Manufacturer narrative:
Correction information: b4: date of this report, b5. Refer to h11, f7: follow up #01, f11: updated dates and f13: updated dates. Additional information: d4: primary unique device identifier (UDI) corrected, f9: age of device and h11: evaluation summary. Evaluation summary: the investigation determined that potential root causes of this failure included the physician's insufficient understanding and visualization of the anatomical structure, poor insertion technique, inexperience with intubated patients, haste in the emergency situation, and insufficient training and experience. It was determined that one or more of these factors combined to cause the misinsertion of the endoscope but was unable to identify the specific cause. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured by pentax medical miyagi on 17-mar-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 1-apr-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 2518897-2024-00057_ed34-i10t2_(B)(6)_tracheal edema and vocal cord damage. 2518897-2024-00058_ed34-i10t2_(B)(6)_tracheal edema and vocal cord damage.